Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the reservoir was occluded and she wanted it replaced. Customer's blood glucose was 4.4 mmol/l. She changed the infusion set twice and insulin would go through. The reservoir is not being returned for analysis.